Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "service required" code was found in a ventilator's downloaded error log and the device's sensor board was replaced to address the issue. During further evaluation of the device, the device failed steps during testing. The device's sensor board was replaced to address the issues.